Event description:
It was reported that a patient underwent a delivery procedure on (B)(6) 2026 and suture was used. During the procedure, the patient underwent a left perineal incision with the help of forceps to deliver a live baby. After delivery, the perineal incision was checked and extended inward by 2cm. The doctor used suture to suture the incision for the patient, but during the suture process, the suture broke, causing mild damage to the patient's perineal tissue. The doctor used another suture to suture the injured bleeding area in a timely manner, which prolonged the surgery time and increased the patient's pain.. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - how long was the delay? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? -was there any change in the patient¿s post-operative care due to the prolonged procedure? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Primary UDI number. Additional information: d 4. Expiration date, h 6. Type of investigation. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. This event resulted in mild damage to the patient's perineal tissue, prolonged the surgery time and increased the patient's pain. No subsequent adverse event reports were received. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.